Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was "fused" closed . Customer's blood glucose was 107 mg/dl. Customer changed the cartridge to resolve the issue and successfully resumed insulin therapy.